Event description:
It was reported that the pulse generator exhibited back-up vvi operation. After software download, the device resumed normal function. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).